Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for gore tag thoracic endoprosthesis state: "the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta." Under patient selection and treatment in the IFU it further states: the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in the following patient etiologies: traumatic aortic transections. Use of the gore tag thoracic endoprosthesis outside of the recommended anatomical sizing guidelines may result in potentially serious device-related events (e.g. Device infolding). All attempt(s) to acquire information to further investigate this event were unsuccessful. There is no further information available as to this patient and or the procedure(s). Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.

Event description:
On (B)(6) 2009, the patient underwent an emergent traumatic aortic transection and was implanted with a gore tag thoracic endoprosthesis as a result of a motor vehicle accident. There was a slight infolding at the proximal inferior edge of the device noted. The patient tolerated the procedure. On (B)(6) 2010, x-rays were taken of the patient's neck, back and spine in preparation of orthopedic plate implants. The x-rays revealed device infolding proximally. The patient is asymptomatic and there is no reintervention planned. The patient's aorta measured 22-23 mm.